Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages, damaged cable) was confirmed due to the electrode belt¿s -5v and +5v wires being broken at ECG ¿c&d¿ cables, causing fault. The belt was unable to complete a falloff test. The root cause for the broken wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages and the electrodes belt's cable was damaged.